Manufacturer narrative:
Product available to stryker ¿ updated. Returned to manufacturer on ¿updated. Device evaluated by mfg ¿updated. The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned without its introducer sheath visual inspection revealed that the coil delivery wire was kinked, likely due to handling. The main coil was found to be kinked and stretched as well. No other anomalies were noted on the device. The physician may have perceived the observed damages (stretch) as detachment and reported it as such; however, no coil detachment was identified on the device. The reported coil premature detachment could not be confirmed during analysis. Functional evaluation could not be performed due to the damage noted to the device. Based on the device analysis, the reported coil premature detachment was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the coil detached prematurely during the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Manufacturing date ¿ added. Expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that the coil detached prematurely during the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the coil detached prematurely during the procedure. There were no reported clinical consequences to the patient.